Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime and a33 test due to faulty sensor resistor. The motor was tested outside the device and passed. Unit received with cracked battery tube threads.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 10.2 mmol/l at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.